Event description:
The patient reported that while he was using the life 2000 device in the low setting mode, the device stopped giving breaths and the patient¿s oxygen saturation dropped to 70% spo2. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The patient reported that while he was using the life 2000 device in the low setting mode, the device stopped giving breaths and the patient¿s oxygen saturation dropped to 70% spo2. This patient is an 84-year-old male who utilizes the life 2000 device in conjunction with 4l oxygen bleed-in via oxygen concentrator (unknown 3rd party manufacturer). The patient has a relevant medical history of bronchiectasis, chronic hypoxemic respiratory failure, dyspnea, and pulmonary emphysema. No medical intervention was required, the patient swapped to his already prescribed oxygen therapy via nasal cannula and his oxygen saturation levels increased. The patient also reported that the device does not charge properly, the device does not show the battery as charging despite the device being connected to ac power and when the device¿s compressor was disconnected from power, the compressor turned off. The patient continued to use his prescribed oxygen as an alternate means of ventilation until the device swap occurred. The swap of equipment occurred on (B)(6)2022, and noted the swap included a swap of the vent, compressor, combo tubing, and interface, with the new life2000 device reported to function appropriately with appropriate saturations, and no ball drop was noted on the concentrator. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as respiratory failure, copd, emphysema, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The device IFU states the compressor is equipped with an internal battery for temporary ac power disruptions. Under normal operation, this internal battery charges when the compressor is attached to ac power and has a maximum charge of one hour. Additionally, the battery charge indicator lights and battery charge scale surround the battery charge status button and indicate the compressor¿s current battery charge level and will provide an audible and visual alert when the compressor battery capacity drops to 20% or less. The device IFU also states if the battery does not recharge, place the patient on an alternate means of ventilation (if necessary) and contact your breathe technologies® service representative. The device inspection by a hillrom engineer notes the device's ventilator component to be working properly, however, the device compressor failed to transfer to battery power when disconnected from ac power, there was no alert or alarm, and the battery indicator was not lit. Of note, the external power supply (ac power cord) and ac adaptor were not returned. Functionality of said components cannot be determined. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required (the patient recovered at home by switching to the already prescribed oxygen therapy), which concludes no serious injury occurred. If the device failed to provide breaths to the patient for an unknown reason, failed to transfer to battery power, and failed to provide an alert or alarm notification for a critically low battery status, it may result in the inability of the device to deliver gas to the device's ventilator, and ultimately reduced oxygenation to the patient. Therefore, if the reported failures were to recur, it is likely to result in serious injury or death. Based on this information, no further action is required.